Event description:
Pt had been positioned prone. As positioning was being completed the head was seen to rotate to the pt's left side. This resulted in a 1 inch scalp laceration on the right side of the head, which required sutures.